Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The shell was packaged off center in the plastic tray. Plastic was abraded and stuck in the shell. Sales representative indicated that a back up of the same catalog number was not available so the surgeon had to ream up to the next size available.

Manufacturer narrative:
An event regarding delaminated inner tyvek lid and malpositioned implant within the packaging was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection of the device packaging confirmed that the inner blister was abraded. The device was not returned with all of its original packaging components. Dimensional inspection of the inner blister peg determined that the peg wall thickness met the minimum specification of 0.004 inches. Medical records received and evaluation: clinician review was not performed as there is no medical records were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the lot. Conclusion: the exact cause of the event could not be determined although it is likely to have occurred during shipping of the device. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The shell was packaged off center in the plastic tray. Plastic was abraded and stuck in the shell. Sales representative indicated that a back up of the same catalog number was not available so the surgeon had to ream up to the next size available.